Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. The suspected device is either lot #w06f3681 or #w07c2196, both of which were used in this case. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a p/l fusion at t12-s1. A posterior lateral fixation plate and rod were used at l5-s1. It was noticed that the rods and the plate loosened post op. The revision surgery was planned.